Event description:
A cusa excel 2 cusa excel with console 110v ac with foot switch was involved in an incident that was initially described as follows: the unit was not in contact with a pt when low frequency and an amplitude of only 50% occurred. There was delay of 3 days. Additional info received on (B)(6) 2012 makes this reportable. The unit was not in contact with a pt, however, the pt was anesthetized and there was a surgical delay for 30 minutes. Another unit was bought in to do the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.